Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection of the transfer set which resulted in peritonitis, reported as an infection in the abdomen. The event was manifested by redness. It was reported the transfer set¿ dropped off¿ from the titanium adapter. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporin for the peritonitis (no further details). At the time of this report, the patient was not recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.